Event description:
It was reported that during use in an oral surgical procedure the drill got hot and burnt the pt's lip. The surgeon recommended the pt apply ointment to the affected area. It was reported that the pt was seen on follow up examination and is doing fine.

Manufacturer narrative:
Investigation findings: the drill was received for eval. During testing, the drill functioned within normal temperature specifications. No faults were found.